Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed during the prime rewind process. The drive support cap is protruded. Customer's blood glucose reading is 212 mg/dl. Advised customer not to manipulate or push the drive support cap while connected. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump alarmed during the prime test due to protruded/loose support disk. The insulin pump had a scratched display window.